Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation was due to capsular contracture. Device evaluation:visual analysis of the returned device identified: weight to the spec, crease fold, red particles, deformation and cloudy in the gel. Voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. This is a known potential adverse event addressed in the product labeling.

Event description:
Medical staff reported patient with "brutal pain and a capsular contracture, baker grade unknown, and deformation", both on the left side. Device was explanted.